Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient had an issue about electrical leads. It was stated by the lead needed to replaced ¿based on the impedance test that they ran everything was completely shot and needed to be replaced.¿ reportedly, the patient ran an impedance test on herself and the right side was still working.

Event description:
It was reported that the patient had a shocking sensation while sitting, driving and laying down. The patient had a shocking incident the day of the report when she had an x-ray taken lying down as well as 2 other times. Results of the xray were unknown. The patient usually changed position and it would stop. However, if she couldn¿t change position, the shocks would continue. This started happening in (B)(6) 2013 while the patient was driving; she twisted her body to merge and she then felt the shocking. It had gotten progressively worse since then. It was random, usually lasted for 5 seconds or changed positions. The sensation was noted to be at the lead-extension. If the patient scratched the area, she was able to replicate the shocking sensation. The sensation was clarified to be as ¿tugging ¿ like a fish line.¿ the shocking was not felt at the pocket and also not felt when she was upright or the de vice was off. A possibility of a short was discussed. Therapy was noted to be good. The patient was a trained programmer and programmed her own device. The patient ran impedances the day of the report and these were noted to be normal. Battery voltage was at 3.045v. The patient planned to change the settings to reduce the shocking sensation. The patient was running only the left side. It was clarified that when the patient was shocked when she was driving, she was not able to move and the shocking did not stop (presumed to have occurred (B)(6) 2013). The patient had tried adjusting her settings (reduced amplitude, decreased rate, and shortened pulse) but none of these resolved the shocking. It was stated that the lead on the left could have shifted. It was noted that at the location where the lead was in her back there was a purple pin hole. It was further reported that there were high impedances on electrode 6, stated to be greater than 4,000 ohms. The patient indicated she needed electrode 6 for sphincter and leaking issues. At .7v, another impedance test showed electrode 6 at greater than 10,000 ohms. The patient could not tolerate a higher voltage impedance test. Group impedances were 1236 ohms. All other impedances were between 850-1600 ohms. The patient was advised to discuss the issues with her physician. The patient reported additional shocking that occurred on (B)(6) 2013, especially when she twisted. It was further reported that the patient stated she may have an open circuit. No stimulation was also noted. The patient requested assistance from a company representative; the patient was again redirected to her physician. Additional information was requested, if received, a follow up report will be sent.

Event description:
Additional information received reported that the patient was scheduled for a revision surgery on (B)(6) 2013. It was later reported that the patient had diagnostic surgery on (B)(6) 2013 where the cause of the issue was determined by testing the individual leads. It was reportedly found that 2 out of the 4 electrodes on the left side lead had electrical problems and were no longer functioning. It was noted that the right side lead was still functioning. The reporter stated that the patient¿s follow up health care provider (hcp) had not done the revision surgery, but had ¿reversed the leads¿ when they were put back in following the diagnostic surgery. The reporter stated that programming was no longer viable for this patient. The patient reportedly had an appointment with another hcp on (B)(6) 2013 for a consultation to possibly replace the entire system. It was later reported that the patient¿s battery and lead connections had been checked during the diagnostic surgery. It was noted that no damage had been seen, but an impedance check showed all electrodes on the left lead were non-functioning. The patient was reportedly referred to a different hcp for additional revision procedures and had an consultation scheduled on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information stated the cause of the event was due to lead failure, likely related. It was stated the failure was after connection to the battery it was stated the representative worked with the patient and physician and the patient was referred to a different doctor.

Manufacturer narrative:
The device was used for an off label indication. The therapy was the device was used for was ezw. Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3058, serial # (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type implantable neurostimulator; product ID 3093-28, lot # v302176, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type lead. (B)(4).